Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that when performing testing of the product, an inaccurate pressure flow rate was found. Therefore, it was changed to a new valve which tested normally. There was no pt injury and no surgery delay. Additional info has been requested.